Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device interrogation, a decrease in battery voltage was seen. Technical support analyzed the longevity of the device and the total battery voltage curve since implant was normal. The cause of the drop in battery voltage seen could not be determined. The patient will be monitored remotely. The patient was stable.